Manufacturer narrative:
1. DHR/bhr review (lot#5101613): 1)the products of this batch were assembled at intima ii auto line 4 in apr 2025 and packaged at r240 package line in apr 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return actual sample. The photo shows that there is foreign matter attached to the catheter of the product in use. 3. Under microscopic examination of the complaint batch's retained sample, no similar defect was found on the catheter. 4. Based on the condition of the debris and analysis of the production process: it is possible that the accumulation of silicone oil used for lubricating the catheter of products before tipping will produce such substances. This silicone oil is medical-grade and will not cause harm to the human body. However, as no sample has been returned, it is impossible to conduct a component analysis of this substance, and the source of the foreign object cannot be confirmed. 5. Currently, the factory has taken measures to reduce the control of the amount of lubricating silicone oil in front of the mold tip, and no similar complaints have been received from other hospitals regarding this batch of products. Therefore, the risk is relatively low. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows foreign matter on the catheter, since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, and the source of the foreign matter cannot be identified, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025, 3:30 pm during intravenous infusion administration, a catheter needle was used. After insertion, excess plastic debris was observed on the needle catheter, potentially leading to impurities remaining in the patient's body. The catheter needle was removed, and a second puncture was performed.